Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported leaking from the end of texium during an administration of adriamycin IV push. There is no report of patient harm.

Manufacturer narrative:
Additional information provided from customer's medwatch. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak occurred at the connection between the adriamycin 60 ml syringe and the patient¿s IV tubing connection port during IV push administration. A maintenance fluid of normal saline had been infusing via the patient¿s PICC line just prior to the event. The nurse unexpectedly observed red fluid on the gauze pad covering the connection between the medication syringe and the tubing, and notified pharmacy who replaced the maintenance fluid tubing and bag and the 60 ml syringe with two new 30 ml syringes containing the medication. The patient¿s infusion was completed without further issues. No patient or clinician harm was reported to have occurred, and the syringe and other event devices were not sequestered.